Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that while connected to a patient, the external pulse generator (epg) was not sensing. Testing by the customer's biomedical engineering department suggests the issue may have been due to the use of an older cable. The status of the epg is unknown. No patient complications have been reported as a result of this event.